Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was performed with 2 proglide devices using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) procedure. The sheath was upsized to a 20f and the tevar procedure was completed. Reportedly with both devices, the sutures broke while pulling on the rail suture (to advance the knot). As the patient was already on spinal anesthesia, the physician performed surgical repair [surgical suturing] with local anesthesia to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.